Event description:
It was reported that the bd precisionglide¿ needle was found clogged during force testing. The following information was provided by the initial reporter: "we performed break-loose glide force testing on a syringe with a bd precisionglide needle (27g 1.5") and have generated data that gives us reason to believe there was an occlusion in the needle. In the same sample set we observed other atypical forces that we believe are indicative of partial needle occlusions. We used a pin gauge to determine if the needle was occluded and from the evidence we gathered believe the there is a blockage. This result was not generated on with a needle intended for human use."

Manufacturer narrative:
H.6. Investigation summary: it was reported there was an occlusion in the needle. To aid in the investigation, twenty-three sample in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. The solution expelled with a normal flow. A device history record review was completed for provided material number 301629, lot 2005670. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.